Event description:
It was reported that the reduce forceps broke. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. A review of the device history records was performed and no complaint related issues were found. The additional evaluation revealed that our investigations have shown that both forceps are indeed broken at the tips. Since we have received already several complaints with this kind of breakages, we are aware of the problem. Analysis/results from previous forwarded instruments to the manufacturer showed, that there was a problem with the hardening process. A CAPA (B)(4) was initiated in order to prevent such reoccurrences in the future.